Event description:
Seven stents were placed to treat an occluded, dissected vertebral / basilar artery and reconstruct the vessel. Flow was restored and angiographic outcome was good. However 24 hours post procedure the patient suffered a stroke. The patient was treated with intra-arterial (tpa) and balloon angioplasty. Despite angiographic improvement, the patient made no significant neurological recovery. He remained in a locked state and was cortically blind. The patient was extubated and expired three days post procedure.

Manufacturer narrative:
Outcomes attributed to the adverse event: updated to reflect death.

Event description:
Seven stents were placed to treat an occluded, dissected vertebral / basilar artery and reconstruct the vessel. Flow was restored and angiographic outcome was good. However, 24 hours post procedure, the patient suffered a stroke. The patient's current status is poor, as they are still recovering from the stroke.